Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 16-jan-2026 and investigation completed on 19-jan-2026 this MDR is being submitted as the initial report. Complaint investigation results: review of complaint record database 1934885 event description and all available information and assigned malfunction codes connection/adhesive issues- accidental - not infusion set related it has been determined the complaint does not allege a product malfunction has occurred. Requests for lot specific information were sent to the customer but were unable to be provided. Therefore, no further investigation is required. Conclusion of complaint investigation: lot was not provided and as a result: no visual inspection is required as no product malfunction alleged while used as intended, and not possible as no product has been returned. No product testing is required as no product malfunction alleged while used as intended, and not possible as no product has been returned. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed. Therefore, the complaint is closed based on the event description and all information made available.

Event description:
Refrence number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of infusion set fell off due to tape not sticking which led to hyperglycemia on (B)(6) 2024. The patient was subsequently hospitalized due to high blood glucose level (720 mg/dl) and dka. During hospitalization, patient received intravenous (IV) insulin drip as a corrective treatment. No further information available.